Event description:
It was reported that this right atrial (ra) lead fractured. Lead fracture was detected with high impedance. The ra lead was explanted and another ra lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture and coil deformation. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with clavicle/first rib. The reported high out-of-range impedance is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right atrial (ra) lead fractured. Lead fracture was detected with high impedance. The ra lead was explanted and another ra lead was successfully placed. No adverse patient effects were reported.